Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported to be mild calcification and mild tortuosity. The physician elected to model the stent graft with a reliant balloon catheter. Using 25/75 contrast/saline solution the balloon was inflated at an unk amount of pressure using a 20 cc syringe. It was reported that the balloon was inflated completely within the stent graft 4 times and on the fifth inflation the balloon burst. The balloon catheter was removed from the pt without issue. It was reported the physician used another MFR's high pressure balloon and the case was completed. The reliant stent graft balloon catheter was discarded by the user facility. No clinical sequelae were reported and the pt is fine.